Event description:
Procedure type: colon resection. According to the reporter: the stapler did not form correctly. The staples fell into the abdominal cavity, they saw it later and had already cut the tissue. A colostomy had to be performed. No reinforcement material was used. Apparently they didn't know what exactly happened, they fired the instrument, but not the sigmoid was stapled, but the staples all were properly formed and fell down in the abdominal cavity. So they did not staple the tissue, the staples fell into the cavity. Only after they removed the ta stapler, they saw that the staplers were all lying down on the tissue, nothing was stapled. The staples did form properly as far as they could see.

Manufacturer narrative:
(B)(4).